Event description:
It was reported that this right ventricular (rv) lead was part of the possible infection and fluid discharge issue. Reportedly, the patient had water sac under the arm, and the ICD had been leaking. The physician informed that the patient may have a bacterial infection. The patient added that the water sac had been there for several months. The boston scientific technical services (ts) informed that the ICD was not on any advisories and does not leak. No additional adverse patient effects were reported. The rv lead remains implanted.